Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device can confirm the allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device can confirm the allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the date code j1207 does not reflect a valid finished goods lot number, therefore, due to the product age a DHR is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handles are no longer able to hold the broaches in a safe manner. No surgical delay, no part broken off, no adverse patient consequences.